Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2007, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot#: (B)(4), ubd: 01-may-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative no (B)(6) 2020 regarding a patient receiving gablofen (2000mcg/ml at 360mcg/day) via an implanted infusion pump. It was reported that after a pump replacement on (B)(6) 2020, the hcp noticed on a post-operative x-ray that the pump connector was not completely on. A catheter access port (cap) procedure was attempted but was unsuccessful. The patient was taken back to surgery and the pump connector was found to be connected to the pump. The cap was accessed and was easily aspirated. The hcp chose to replace the pump connector anyway. The issue was considered resolved at the time of report and the patient's status was alive, no injury. No further complications were reported or anticipated.